Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported after their investigation, they found out that problem is with main printed circuit board (pcb). All the transducers can be calibrated at both points but at the end the results is the same. They have changed all the parts with another ventilator and at the end result the main printed circuit board (pcb) is defective. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator when powered on vent inop (ventilator inoperable),"xdcr fault (transducer fault), motor fault and low pip (low peak inspiratory pressure) alarm triggered. The customer confirmed that there is no patient involvement associated with this reported event.